Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -12.50/2.5/095 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. Low vault with lens rotation was observed. The lens was repositioned on (B)(6) 2023. This did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens. The exchange resolved the problem. Cause is reported as unknown.